Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name activa; product ID 3708695 (serial: unknown); product type: 0191-extension; explant date (B)(6) 2024. Brand name activa; product ID 3708695 (serial: unknown); product type: 0191-extension; explant date (B)(6) 2024. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient is complaining for a tingling sensation at the extremities when the therapy is on. Once the stimulation is off, the sensation disappears. The patient also reported that the sensation is increased when palpating on the battery, or when the stimulation amplitude is increased. The sensation though is reduced when the amplitude is also reduced. Impedances are all within range. No oor messages were reported by the patient or the physician. The physician suspects that there is a problem with the connection somewhere and would like to go for a system revision. The patient is reporting this issue especially in the last 8 days. A CT-scan of the leads was done to verify the position of the leads. The implantable neurostimulator (ins) and extensions were replaced. The patient did have cardiac surgery after which these sensations remained even after having stimulation switched on, but only or mainly on the right side of the body. An extension cable might have been damaged during cardiac surgery. A fluid short might be present in a connector connecting the left hemisphere electrode to the ins. The issue was resolved at the time of this report.

Manufacturer narrative:
D10: product ID 3708695, serial# unknown ,implanted: (B)(6) 2015, explanted: (B)(6) 2024, product type extension product ID 3708695, serial# unknown, implanted: (B)(6) 2015, explanted: (B)(6) 2024, product type extension. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep) that the extensions have been destroyed and discarded by the customer. Since there have been multiple components replaced, a single cause has not been identified for the tingling sensation at the lower extremities. However, first reports indicate that after revision surgery, the tingling sensation has ceased. There is no indication that the sensation at the lower extremities might have different quality or cause than the sensation at upper extremities.

Manufacturer narrative:
H3: the returned device was subjected to a series of standard tests that include but is not limited to visual inspection, output and telemetry testing, and functional testing. The implantable neurostimulator (ins) passed functional testing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep) that the tingling sensation was known by the patient and always felt when switching on stimulation. It was ongoing while ramping up the stimulation and remained approximately until the stimulation reached its final level and became stable (a few seconds after switching on). After cardiac surgery, the tingling sensation did not disappear a few seconds after switching on stimulation but remained, or reappeared frequently, without active manipulation of stimulation. This way it became unacceptable for the patient. A clear anamnesis on the exact temporal distribution of this sensation was not available, but it seemed that it was less pronounced if the patient lay supine without moving.